Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided pictures did not identify any specific defect on the set. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small hole in the line of a prismaflex m100 set ckt. This occurred during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.